Event description:
(B)(6) contacted technical services to report that a patient presented in the backup vvi state. A bvvi status report did not print. Tse had vernon check the ff byte through the etp, which showed 88, indicating that the device had reached eri. The device will be scheduled to be changed out due to normal eri.

Manufacturer narrative:
(B)(4).